Manufacturer narrative:
Date rec¿d by MFR: 23aug2019. Date of report: 26aug2019. The manufacturers service technician was able to confirm the customer 'sallegation of faulty display. The manufacturers service technician replaced the display to address this issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported display is blank. The device was not in use at the time of the reported event; therefore, there was no patient involvement.